Event description:
A caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact on the caller's blood glucose level. Technical support provided guidance to reset the pump, which resolved the issue, allowing the caller to successfully start their sensor session.